Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and atrophy. The aus was explanted. No further patient complications reported.